Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for two (2) cfus of the roseomonas mucosa and the channel had tested positive for one (1) cfu of bacillus species, a low-concern organism. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on june 9, 2021. All sixteen (16) required scope sampling points were sampled. No organisms were recovered from the scope during destructive sampling. Destructive duodenoscope sampling was delayed due to a logistics issue that has since been resolved. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. There was a crack the plastic distal end cover insulation. The l-arm/forceps elevator was missing and there was a cut on the k-wire for the k-lever and forceps elevator. The l-arm/forceps elevator cover was missing on the plastic distal end cover. The nozzle was missing. Half of the bending sheath cover was missing. The glue was missing at the plastic distal end cover side. The image had one (1) white dot. The scope leak check, guide wire tension test and catheter test were unable to be performed due to a missing l-arm/forceps elevator. The legal manufacturer performed an investigation. Roseomonas mucosa is an environmental organism. Roseomonas mucosa was also isolated from the sink sample the same week as the clinical sample was taken on apr 13, 2021. No reprocessing deviations were observed. No sampling procedure deviations were observed. No damage was observed during destructive inspection. Destructive sampling did not result in any growth. Site reprocessing staff utilized a custom ultrasonics sink and third-party suction source, which is the reason steps two (2), seventy-nine (79) to eighty (80), eighty-four (84), eighty-six (86) to eighty-eight (88), ninety-three (93), and ninety-five (95) to ninety-eight (98) were marked non applicable. The alternatives were not considered deviations. The audit took place on (B)(6) 2021. Inquiry revealed time between scope removal from the patient and automated endoscope reprocessor (aer) cycle start time was less than one (1) hour, which indicated that manual cleaning was performed within one (1) hour of scope removal from patient in accordance with the instructions for use (IFU). Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was potentially, an environmental contamination from the reprocessing room, a contamination during sampling (sampling media, sampler, laboratory), insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The ess observed that the channel cleaning brush (bw-20t) was not being used and that the user did not attach the distal-end flushing adapter to the distal end of the endoscope and did not attach the syringe to the green flushing port of the adaptor. The custom ultrasonic sink was used instead. In addition, the steps for performing the aspirate detergent solution through the instrument channel and the suction channel and the steps for the flushing the air/water channel with detergent solution were not performed. The custom ultrasonic sink was used instead. Some of the action was performed for the step of when the endoscope is immersed in detergent solution, wipe down the endoscope, the channel plug (mh-944), the injection tube, and the distal-end flushing adapter with a lint-free cloth. The step of injecting 90 ml of the water through each side of the distal-end flushing adapter with a clean 30 ml syringe was not performed and the steps for removing detergent solution from all channels was also not performed. The custom ultrasonic sink was used instead. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for two (2) cfus and the channel had tested positive for one (1) cfu. No patient harm reported.